Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 22mg/dl on customer's meter and 153mg/dl on professional meter. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.